Manufacturer narrative:
The system was examined. The company representative did not indicate replicating the reported event. However the company representative did replace the lamp. The system was tested and found it to meet specifications. The system was manufactured on october 29, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A nurse reported experiencing poor illumination before a procedure. There was no patient involvement.